Event description:
A 3.0 diameter by 9mm length s670 stent delivery system was inserted for treatment of a lesion in the circumflex coronary artery. The lesion was not pre-dilated prior to the insertion of the stent delivery system. It was not possible for the stent to cross the target lesion, therefore, it was pulled back from the coronary artery. Upon removal the stent dislodged from the delivery balloon. It was reported that the stent dislodged in an area that was calcified. An angioplasty balloon was inserted in attempts to snare the undeployed stent, however, this was unsuccessful. The undeployed stent remains in the pt's arterial vasculature. The pt was reported to be fine post procedure with no add'l clinical sequelae reported related to the event.